Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The actual product was not returned, and the reproduction of the phenomenon "(1) when enf-vh is connected to otv-s190, the image is not displayed on the optiview monitor" has not been confirmed. The customer was instructed by the olympus technical assistance center (tac) to remove the scope (which did not produce color bars), and to obtain another video cable for connection and connect that video to another monitor. These steps resolved the issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported there was no image on the monitor. Through troubleshooting, tac instructed the customer to move the video on the monitor from video-in to video-out and ensure the input on the monitor was set to video; customer followed these steps and there was still no image. Tac then instructed the customer to remove the scope (which did not produce color bars), and to obtain another video cable for connection and connect that video to another monitor. These steps resolved the issue, and the device is not expected to be returned. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that when connecting the visera elite video system center to a rhino-laryngo videoscope, there was a no image issue on the optiview monitor. There was no patient harm associated with the event.